Event description:
It was reported that an asymptomatic patient was seen in clinic after receiving a notification for low impedance on the atrial lead. Upon interrogation, episodes of auto mode switch and noise reversion due to atrial over sensing were noted. No programming changes were made. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.